Event description:
The ge oec 9800 fluoroscopy system would intermittently not boot correctly.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a failing cpu. The cpu was replaced with the systems interface pcb and associated hardware and software components. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient info with respect to this issue.